Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm reported" (no consequences or impact to pt). Product problem(s): "knives were blunt" (dull). A surgeon reported that 5 knives from the custom pak were blunt. All 5 knives were used in different pts. The surgeon stated: "it was not possible to enter into the pt's eyes with 3 of these knives." The surgeon changed the knives immediately. Two knives had not the same sharpness on both sides of the blade. The surgeon stated: he examined the knives under the microscope and they were not sharp. The surgeries were completed with other knives and there was less than 5 minute delayed. There was no pt harm reported. Add'l info has been requested.